Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device header was examined. Visual inspection noted that right atrial (ra) retainer ring was loose, and the right ventricular (rv) ring setscrew was stuck in the up or loosened position and that the retainer washer was "vulcanoed" up with a broken piece of the wrench tip stuck in the hex slot part of the setscrew. It was confirmed the damage to the setscrew was induced at the time of explant by use of a competitor torque wrench. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that the physician was not able to unscrew the setscrew for the right ventricular (rv) lead. As a result, the pocket was closed and a second revision procedure was scheduled. During the second revision, the setscrew issue persisted. Boston scientific technical services (ts) discussed the potential causes for the reported observations and suggested measures to further evaluate the leads. As the setscrew remained stuck, the rv lead was surgically abandoned and replaced. No adverse patient effects were reported.